Event description:
The customer reported to baxter (B)(4) a clearlink solution set in which the spike was broken. The alleged malfunction was observed before use. There was no patient involved; therefore, there are no reports of patient injury or adverse events associated with the report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Two actual samples were returned to the plant for evaluation. The visual inspection revealed that the samples had a broken spike tip. Therefore, the reported condition was confirmed. An assignable root cause could not be identified. A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required.